Manufacturer narrative:
(B)(4). Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "1 nodule in lateral cheek 2 x 3 cm, very sensitive to the touch, swelling, inflammation " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient was injected in the lateral cheeks and marionette lines with 2 cc of juvéderm voluma® xc. Six months later, the patient visited an ent and was then referred to another health professional. Two months later, the ent started the patient on doxycycline for 10 days. After the 10 days, the patient had a physical exam that reported ¿1 nodule in lateral cheek 2 x 3 cm, very sensitive to the touch, swelling, inflammation ¿ no redness after antibiotics.¿ the patient was treated that day with .2 ml of hylenex in the nodule and it was reduced by 75%. The event is ongoing.